Event description:
A medtronic rep reported a 5cm inaccuracy, due to a loose vertek arm, while in a tumor resection surgery. The surgeon tightened the vertek arm, re-registered the pt and completed the procedure using the stealthstation with no impact on the pt outcome.

Manufacturer narrative:
Per the reported event, the system behaved as designed. Once the frame was secured the issue was resolved.